Event description:
It was reported, during reprocessing, the subject device was blurry (cannot see out of it). No patient involvement per the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation results and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found intermittent issue on ccd was noted. In addition evaluation found smashed connector tip and unit failed leak test due to puncture on cable. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warning: if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during reprocessing, the subject device was blurry (cannot see out of it). No patient involvement per the customer.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.